Event description:
It was reported by service report that the height adjustments racks were bent and the restraints were missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Height adjustment racks and restraints.